Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that during the office visit on (B)(6) 2018, patient reported that the device shut itself off a few weeks ago. The reason was unknown. Device was able to turn back on and there was no problem since. No actions were taken. The etiology was reported to be related to device or therapy but not related to implant procedure. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.